Event description:
On (B)(6) 2019 the stimulator package was repositioned because it had moved from its original position in a bony bed (drilled during implantation) to over the pinna. The migration occurred before the first fitting appointment, therefore the recipient was never activated. Reportedly, it is suspected that an excessive tightness of the wound bandage could have been the reason for the implant movement. The fitting went well and hearing performance with the device is good. All channels are functional and in situ testing shows stable measurements.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to a post-operative migration of the implant housing from its intended position. A tight headband applied after implantation surgery might had contributed to the observed migration. Reportedly after revision surgery the recipient is doing fine. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 the stimulator package was repositioned because it had moved from its original position in a bony bed (drilled during implantation) to over the pinna. The recipient will be activated next month after wound heals.